Manufacturer narrative:
The data card files from the prismaflex control unit have been reviewed. There is no indication of any device malfunction based in these. There is no information to reasonably suggest that any gambro product caused or contributed to the reported event. The prismaflex control unit with sw 7.10 involved in this event does not have 510 (k) clearance but is similar to prismaflex control unit sw 5.10 (510(k) clearance k110823).

Event description:
A patient was undergoing a cvvh treatment on a prismaflex control unit for an unknown reason, the patient disconnected the return blood line from the femoral catheter. As a result, the patient lost an estimated 1800 ml of blood and medical intervention was required. Two units of packed red blood cells were administered to the patient at the time of the event. The patient is reported to have recovered.